Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redr2670 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that during administration of irinitecan drug patient alerted nursing staff that he felt his clothing and arm wet. Stopped infusion immediately. Assessed PICC site, removed dressing. It was stated that leaking from fractured site at 4cm on the PICC was noted. Infusional services aware. Doctor aware. PICC line removed and sent to infusional services in biohazard bag. Patients skin washed and treated as per protocol.